Event description:
This report is based on information provided by philips authorized repair facility technician (rft) and has been investigated by the philips complaint handling team. Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating damage to the device. The device was sent to philips bench where the issue of the speaker not functioning was discovered. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The philips authorized repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker. The device passed all functional testing. The device was operational after repairs were completed and returned to the customer.